Event description:
Related manufacturer reference number: 2017865-2022-38769 during a remote follow-up, noise that resulted in oversensing was observed on the right ventricular (rv) and right atrial (ra) leads. Insulation damage was suspected but was not confirmed. Provocative testing was performed and the lead noise was reproduced. A revision procedure was anticipated, but no intervention was performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that during the revision procedure for the rv lead, no anomalies were observed on the ra lead. No intervention was performed on the ra lead. The patient was stable.